Event description:
Procedure to be performed: af ablation. During the procedure the transseptal sheath broke into pieces while exchanging over the wire. Interventional radiologist was notified to assist in retrieval, and the majority of the retained catheter fragment from the femoral vein was successfully removed. A 2mm fragment embolized to a distal location. Due to how distal the fragment was, no further intervention was performed given the likely technical difficulty in retrieving it. It was recommended anticoagulation and conservative management.